Event description:
Customer stated, "sparks came from the cord." The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. This occurred because the user was wrapping the cord under the switch. This created stress on the cord and caused it to break. This led to the incident the customer described. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The investigator determined that the customer was also misusing the pad by folding and laying on the pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."